Event description:
Olympus reported on behalf of the customer that the image disappeared during angulation when using their evis lucera elite bronchovideoscope. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Inspection and testing of the unit confirmed the reported problem. In addition, crush marks were discovered on the insertion tube, and the up/down angle function was not up to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported disappearing image during angulation issue could not be determined, however, the issue was likely due to physical stress applied to the insertion tube during user handling, resulting in damage to the charged coupled device (ccd) unit. The event can be prevented by following the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.